Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported a crack across the display of the insulin pump. Customer's current blood glucose reading is 104 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.